Event description:
It was reported that when using the bd pyxis¿ medbank tower, customer mentioned that there was an issue to pull medication from drawer 13 position 6. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03 august 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that magnet was missing on full height drawer 5. A field service engineer (fse) inspected and found pyxibus controller needed to be replaced. Fse installed new controller and turned med station back on. The system functioned as intended after the field service engineer repaired the device.